Manufacturer narrative:
(B) (4): evaluation results: (migration, endoleak); (severely aortic neck angulation). (Secondary intervention, required).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 65 months ago. The vessel morphology and the aneurysm morphology at the time of implant are unknown. Currently the aortic neck was severely angulated and the remainder of the vessel morphology and the aneurysm morphology are unknown. It was reported that the stent graft migrated distally 4 cm from the level of the renal arteries and is currently sitting at an acute angle within the aneurysm sac. The physician elected to repair the migration with a type I endoleak with aortic cuffs. An aneurx cuff was attempted to be inserted; however, it was not possible to negotiate the aortic neck angle at the top of the aneurx stent graft and the device was removed from the patient. The procedure was aborted. The patient will come back on an unknown date for surgical repair. There are no additional clinical sequelae reported and the patient was reported to be fine.